Manufacturer narrative:
Other, other text: h3: one cadd legacy plus pump was received for evaluation. The event history log was reviewed and there were "service due" messages. A functional check was performed and the reported issue was able to be confirmed. The pump was found to be displaying a "service due" alarm message during power up when batteries were inserted. The internal real time clock lithium battery date has reached the level at which clock battery service due is required. The clock battery will be replaced.

Manufacturer narrative:
One cadd legacy plus pump was received for evaluation. The event history log was reviewed and there were "service due" messages. A functional check was performed and the reported issue was able to be confirmed. The pump was found to be displaying "service due" alarm message during power up when batteries were inserted. The internal real time clock lithium battery date had reached the level at which the clock battery service due was required. The clock battery will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump had a constant alarm with batteries. There was no reported adverse event.